Event description:
The customer reported that when they arrived at work, they discovered the autopulse nxt battery (sn unknown) was stuck in the autopulse platform (sn (B)(6) because the battery's finger d-ring had popped out. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt lithium-ion battery in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
H6 component code (g) was added.

Event description:
The customer reported that when they arrived at work, they discovered the autopulse nxt battery (sn (B)(6) was stuck in the autopulse nxt platform (sn (B)(6) because the battery's finger d-ring had popped out. No patient involvement. Zoll field technical service representative visited the customer site and removed the stuck nxt battery. A new battery was installed in the autopulse, and it slid in and out as it should. The customer put the autopulse nxt platform back into service.

Manufacturer narrative:
Sections b5, h2, h6 codes, and h11 are updated. The reported complaint that the autopulse nxt battery (sn (B)(6) was stuck in the autopulse nxt platform was confirmed based on visual inspection. The root cause of the reported complaint was the broken d-ring latch, which prevented the customer from removing the battery from the platform's battery compartment. The root cause of the detached d-ring was a weak spot in the finger ring locking mechanism, which caused the finger ring to rotate past the lock/unlock mark. Because the latch assembly was detached from the battery, it could not be inserted into or removed from a known-good nxt platform. Therefore, further testing was not performed due to the verified physical damage.

Manufacturer narrative:
Sections d4 (serial #) was updated.